Event description:
Philips received a complaint by the customer on the v60 indicating that the vte (expiratory tidal volume) value indicated during post-use checking was lower than usual. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite for further evaluation and could not replicate or duplicate the reported issue despite a test run. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17642.